Event description:
It was reported that device was overcalculating the amount of drug infused (e.g., pump shows 500 ml delivered from a 400 ml bottle with no overfill). There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had infusion running overcalculating dose was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.